Event description:
The ge oec 2600 uroview fluoroscopy system would not x-ray.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system had a failed image intensifier that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.